Event description:
The customer reported the system arced and had no image. The customer was unable to reboot the system. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during service call. The system was tested and found to be working as intended and put back into service.